Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
The patient is scheduled for further evaluation and may require an enhancement in the future. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. Logfile review shows all laser system functions were within specifications for the respective treatment. The fluence test result with a ablation depth 68.5¿m. According to the user manual, the acceptable range for the measured ablation depth is 63.5¿m to 66.5 ¿m. If the depth is not correct the energy check and the ¿fluence test¿ have to be repeated. However, the user still confirmed the fluence test result that is not in the acceptable range and performed further treatments during the whole day. The reported treatment shows no interruptions or other issues. No error or relevant warning message was shown during the complete day. Also the user renewed the energy check in the recommended time range. The too high ablation depth could be contributed to an overcorrection. No technical problem can be identified during logfile review. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively, but the user accepted the high ablation depth without repeat of energy check and fluence test could be contributed to an overcorrection. The manufacturer internal reference number is: (B)(4).